Manufacturer narrative:
Other text: one unit was returned for investigation. Upon visual inspection and testing, it was found that the device did not have a kink. No root cause analysis was done due to no device problem being found. DHR review showed no issues or noncomformities during manufacturing.

Event description:
Information received from a facility by an anesthetist that a smiths medical intubation/portex endotracheal tubes siliconized malfunctioned. The report stated after an hour or so of the intubation, anesthetist found some resistance and difficult to ventilate the patient. The co2 et was recorded as 19-56 mmhg and spo2 was maintained at 100 percent.. The patient was nursed in one position without any change of position throughout the surgery. The ett was not expired and was stored in good condition. The staff did the usual physical check on the ett before the anesthetist intubated the patient. Eventually the anesthetist removed the ett and found to have a kink in the ett. Patient was then intubated with another new ett and surgery went on smoothly till the end of the surgery